Event description:
Reporter is consumer whose son-in-law is an emt. While taking his blood pressure, there was a loud "pop" sound and the metal ring component of the appliance snapped, spreading to his skin and grabbing approximately 1 ? Inches of his arm. Fortunately, for him, his son-in-law was present at the time and was able to cut off the binding ring to release the tension. This took several minutes. There was no puncture of the skin, despite the lodged piece being a heavy duty piece of metal. The reporter feels that the snapping of the metal ring could be a regular problem and therefore wants it recorded. When he reported this to the store, the manager didn't appear concerned, but offered him a refund upon presenting his receipt.